Event description:
The customer reported an elevated initial troponin I (access accutni) result, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system. The initial result was released out of the laboratory and questioned by the physician. The customer was unaware of any impact to patient care. There has been no report of patient injury or change in patient treatment associated with this event. The patient's sample was reanalyzed, on the same instrument, and generated lower results. Additional testing of the sample, through an alternate methodology, produced a negative result. The laboratory has a troponin I critical cutoff value of greater than (>) 0.05 ng/ml. The patient's sample was collected in a 7 ml tube and centrifuged at 5,250 rpm (rotations per minute) for three minutes, at room temperature. The full sample was received from the ER (emergency room) and analyzed from the primary tube, stat (immediately). No sample integrity issues were noted. Additional samples, from the patient, were obtained and analyzed on the same instrument which produced similarly low results (within the normal reference range). The customer indicated quality control (qc) was within specification; there were no system issues noted. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. The field service engineer (fse) noted the instrument would not reboot after power outage. The fse powered off the instrument completely and unplugged the unit. The fse reseated the cables to the netgear box, the instrument, and computer and performed a system reboot. The fse removed and cleaned the wash wheel, and completed system check, calibrations and quality control (qc). All test results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the event could not be determined with the available information.